Event description:
Patient was in the operating room when a mass transfusion protocol (mtp) was activated. Operating room staff obtained their belmont rapid infuser, which was set up by mtp responders. Upon priming the belmont, saline started leaking out the bottom of the tubing chamber. Priming was stopped, the door of the belmont was opened to reveal a break in the tubing. The tubing was broken/disconnected where the pump tubing connects to the heat exchanger. A new set of tubing was obtained and used without any problems. FDA safety report ID # (B)(4).